Event description:
Additional information received noting that the patient underwent a full revision and everything is fine now. The explanted lead was discarded.

Event description:
It was reported that the patient was seen in clinic with high impedance. The patient will be scheduled for a full revision. No surgical intervention has occurred to date. No other relevant information has been received by manufacturer to date.